Event description:
Technician alleged that when the brakes were engaged the head end, casters would still swivel.

Manufacturer narrative:
Technician found that the casters stems had broken. He replaced the casters and the brakes functioned properly. The stretcher was found out of service in a storage area and there were no alleged injuries.